Manufacturer narrative:
(B)(4). The receiver data log was reviewed on 08/07/2015. The customer complaint could not be confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. Patient stated that after insertion of the sensor wire, a poriton of the sensor pod detached with the wire. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.